Manufacturer narrative:
H6: 4581 - iris damage, pigment dispersion syndrome suspect. Claim#: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -10.00 diopter, into the patients left eye (os) on (B)(6) 2023. Post-op there was 1+ pigment in anterior chamber, iris was resolving. The problem was resolved. The lens remained implanted.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).